Event description:
A patient initially tested axsym bhcg positive low (44.8 ul/l), but then repeated axsym bhcg positive (813.5 ul/l). The initial result was not reported outside of the laboratory. No impact to patient management was reported.